Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between (B)(6) 2022 at the ems and bonaduz sites. Reported by user outside the us. Report reference (B)(4). Ventilation not started. Patient moved to other device. The issue may lead to a delay of the procedure as the procedure must be re-planned or completed using an alternative means of ventilation. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient or user. Furthermore is the issue not likely to be serious to public health but is likely to cause serious injury or death to patient or use if it were to recur. Therefore, the event has been deemed to be a reportable event.

Event description:
According to ages report (we were not informed by ward). "Child in spontaneous ventilation mode, preoxygenation pressed - suction manoeuvre performed (open suction) postoxygenation - further ventilation does not start. Then restart ventilation via stand-by function. Meanwhile, the child continues to be ventilated on the t-piece".